Event description:
It was reported that the pacing impedance and capture thresholds were high on the right atrial (ra) lead. The ra lead was capped (B)(6) 2026 and replaced. There were no patient complications. The patient was discharged home the same day.